Event description:
The facility's biomed reported an infusion pump with a failure code 808:02. This report was noted during biomed testing. A 1000ml test bag was infused at a rate of 100ml/hr. The volume to be infused was 10ml. The biomed facility stated that no patient injury or medical intervention was involved with this pump. Additional contact information was requested but no additional contact was indentified.